Manufacturer narrative:
Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the missing initial reporter name. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker passed away. The cause of death was reported to be shock due to sepsis. The pacemaker and lead system was explanted, and the products were returned for analysis about six months later.

Manufacturer narrative:
Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the missing initial reporter name. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated and the device memory was reviewed. Visual inspection found no irregularities. No device issues were noted that would have made infection more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that the patient implanted with this pacemaker passed away. The cause of death was reported to be shock due to sepsis. The pacemaker and lead system was explanted, and the products were returned for analysis about six months later.